Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.